Event description:
A surgical coordinator manager reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced myopic shift with a well centered iol. The patient also complained of poor vision. Surgeon believes that lens was mislabeled. The iol was exchanged in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical coordinator manager reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced myopic shift with a well centered iol. The patient also complained of poor vision. Surgeon believes that lens was mislabeled. The iol was exchanged in a secondary procedure. Additional information has been requested.

Event description:
Additional information has been requested received by facility stated that they did not explant the lens as planned.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury caused by our company's product. The manufacturer internal reference number is: (B)(4).